Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of low power was confirmed. Low air flow as well as a damaged hose was found to be the cause. If add'l info becomes available, a supplemental report will be sent. Ref: (B)(4).

Event description:
Report was received from (B)(6) stating the device had low power. It is known that the device was being used during surgery. It is known that no injuries were reported. It is unk if there was medical intervention reported. There was no add'l info provided.